Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reiterating that the surgery was done wrong. They gave the information to their sister who is a neurologist who said it was done wrong. The circumstances that led to the issues must have been the surgery. No actions/interventions were taken to resolve the issue. They could have another surgery but opted out. When it was put on it would feel like they were getting electric shocks through their body right down to the toes so they stopped using stimulation back in 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's stimulator has not been on for 5 years. Patient stated she thinks the "dbs surgery was not done correctly." After implant an MRI was done and it was determined "the contacts were touching." Patient stated that when she would turn stimulator on she would get a shock since implant (B)(6) 2013. Patient stated it is not the device malfunctioning it was the way it was implanted. Patient does not intend to use therapy or have surgery to remove/replace. No further complications were reported or anticipated with this event.